Manufacturer narrative:
Concomitant products: product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3550-09, lot# n0038313, implanted: (B)(6) 2005, product type: accessory. Product ID: 3986a, lot# n0042436, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was reported that the patient's stimulator was "not working right". The patient was having a lot of pain where the stimulator was. It was indicated that the patient had this pain going on for about a month or so, and it was "on the site where the surgical cup was". It was reportedly "by the stimulator". The interventions and patient outcome remain unknown. However, additional follow-up is being conducted. A follow-up report will be sent should additional information be received.